Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended.

Manufacturer narrative:
The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. Using the energy factors noted in the clinicians manual, the longevity range based on the programming and usage would be 1.5 years, up to 2.6 years. The total stimulation on time was 931 days or 2.55 years, suggesting the device had normal battery depletion to the end of life.

Event description:
Based on the product performance engineering report, this product was confirmed to have normal device longevity. Therefore this device is not reportable.